Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-72669.

Event description:
A customer reported that phacoemulsification power was not working. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in h.3, h.6 and h.10. He customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).